Manufacturer narrative:
Date of report: 12jun2019. Date rec'd by MFR: 10jun2019. The customer further inspected the error logs and did not find any errors regarding the oxygen pressure sensor failure. A full preventative maintenance service was performed and all test successfully passed as per the manufacturer's specifications. The reported issue could neither be confirmed nor duplicated. No fault was found with the ventilator so it was returned to service. No parts were replaced so no parts are expected to be returned for failure investigation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 21may2019. The field service engineer (fse) advised the customer to replace the data acquisition printed circuit board (da pcb) to address the reported problem. A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the oxygen inlet pressure sensor failed. There was no patient or user involvement.